Event description:
The patient reported that the battery wore down before it should have. The device was explanted and replaced. No patient complications have been reported as a result of this event.t.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) due to long receipt time, there was reduced or no analysis performed at this time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) due to long receipt time, there was reduced performed at this time.

Event description:
The patient reported that the battery wore down before it should have. The device was explanted and replaced. No patient complications have been reported as a result of this event.